Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully confirm this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material # 309657 batch # 3355107 it was reported that the bd luer-lok had air bubbles. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. There have been a few malfunctioning 3ml syringes ref 309657 from lot #3355107. Upon blood collection using a butterfly, the syringe let air into the specimen when pulling back on the plunger. There seems to be a defect on some of the syringes where needle attaches to the syringe allowing air into the syringe. Lot number was pulled from use and given to materials. Additional information provided: 1. Can you please provide an exact date of event in this format dd-mmm-yyyy? 25-05-2024 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. ¿ the event lets air into the syringe that is full of blood.